Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on its overall surface. No other cosmetic anomaly was identified on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using a saw wing fixture as a depuy synthes sample. Functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. However, after continuous articulating movements, with and without the fixture, the sasi lever clamp became increasingly stiff and was unable to open and close as intended. The observed undesirable mechanical play between the saw clamp and the sasi body is a known product issue addressed through the depuy synthes quality management system. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through depuy synthes quality management system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A CAPA has been opened to address the connection issues.

Event description:
It was reported that during service and evaluation, it was determined that the velys saw interface right device was loose. It was reported in the service order that during inspection of the cleaning cups, it was noted that the device o-rings had degraded and were starting to flake. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.